Event description:
User facility report received from hospital states that, during a shoulder replacement surgery, a breakaway guide pin broke and a piece was inadvertently left in the patient. The pin tip was removed in interventional radiology the next day.

Manufacturer narrative:
This complaint (B)(4) was identified as a duplication of a prior complaint (B)(4), and is therefore being rejected. This product was previously reported on medwatch #1818910-2012-11105. Depuy considers this investiation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.